Event description:
The manufacturer received information alleging that the device has a burning plastic smell, there is a dark burn mark on the plate and a blinking blue light occurred on a heated humidifier dc assy. The device was not in use on a patient at the time of the occurrence.

Manufacturer narrative:
In this report, section h - evaluation results code has been updated.